Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the complaint device was received and the reported inability removing the lock line was confirmed during analysis of the returned device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Review of the complaint history identified no similar incidents reported from this lot. While the inability to remove the lock line/mechanical jam appears to be the result of the observed knot, a definitive cause for how the knot formed could not be determined. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the jammed lock line. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The mitraclip grasped the leaflet and was ready to be deployed. During removal of the lock line, the lock line became jammed and could not be removed. Troubleshooting consisted of continuing the deployment sequence and removing the clip delivery system (cds) from the anatomy. The entire lock line remained inside the cds and was removed with the cds. Mr grade was reduced to grade 1 with the one mitraclip. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.